Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump did not deliver insulin as expected. There was no indication that the product caused or contributed to an adverse event. No further information was provided about this complaint. If additional information is obtained, a follow-up report will be submitted. This complaint is being reported because there was an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2016 with the following findings: a review of the pump histories showed the last basal delivery was on (B)(6) 2016 and it was a 2.75 unit bolus. On (B)(6) 2016 a manual date change was made to the date (B)(6) 2016. The total daily dose added up correctly and reflected the programmed basal rate targets. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 24 units after 24 hours on a 1 unit/hour duration test. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. No defects were found on investigation therefore the investigation was unable to duplicate the initial ¿inaccurate delivery¿ complaint.